Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the same malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact support again if any malfunction code reappears and confirmed understanding of these instructions.